Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump generated an error code 1260 indicating an internal system hardware or electrical failure, potentially related to a main circuit board malfunction or device component fracture. There were patient involvement and no patient harm.